Event description:
Actual date of event is (B)(6) 2012. Correct date was not permitted in date prompt. Pt in to have pacemaker generator change. The old generator was removed. After placing the new generator, interrogation showed that the atrial and left ventricular pacing leads were not correctly inserted into the new generator. Pt was taken back to cath lab and the leads were placed correctly.